Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing incoming inspection, stress testing, functional testing and internal inspection without duplicating the report. Review of the logs showed an alarm 1051 which is a high priority alarm indicating that the autocal procedure is not able to zero the airway pressure transducer to ambient pressure. The alarm suggests this was situational and was cleared as the case progressed. Aggressive high vibration may have been a factor triggering the 1051 message but it could not be firmly established. Analysis of reports of this type has not identified an increase in trend.